Event description:
Customer reports that while imaging the pt the collimator closed completely, the control panel went to all squares, and the system locked up. They rebooted the system, and it worked for the rest of the case.

Manufacturer narrative:
The service rep erased and reloaded nodes. System functions tested and found to be working as designed.